Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a network failure. The technical support specialist checked the device in bomgar, verified station communication in the es server, communicated with the customer, attached the knowledge article "how to - initial troubleshooting questions for station not communicating/all drawers failed," and confirmed with the floor that the device was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.